Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.